Event description:
The pt received the scs system on (B)(4) 2010. It has been reported the pt has been unable to initiate communication with the ipg using both the pt programmer and the charging system. The replacement charging system was not able to resolve the issue. The pt is working with this physician to determine the next course of action. No further info is available at this time.